Event description:
On (B)(6) 2011, the reporter contacted animas alleging that the pump would not power on even with battery changes. The reporter did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed no damage to the battery compartment; the battery cap is missing the center spring and will not power up the pump. A test battery cap was used to complete investigation. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the pump history shows alarms and warning associated with typical pump use. The history indicated that the pump was last used on (B)(6) 2011; there is no data recorded for the reported event date.